Event description:
Loss of capture due to dislodgement was reported on this lead. The lead was revised.

Manufacturer narrative:
The event date was corrected and the implant date reported. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.